Event description:
A customer reported receiving erratic readings on his precision xtra/optium blood glucose meter. The customer obtained readings of 45 mg/dl, 225 mg/dl and 86 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Customer returned meter with serial number (B)(4) and test strips with serial number (B)(4). An investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specifications and no errors were observed during control solution testing. The readings reported by the customer were not found in the meter's internal memory log.